Event description:
During an leadless pacemaker (lp) implant procedure, while re-covering lp for remapping, the control knob was counter clicked, however, the physician forced the protective sleeve while there was resistance resulting in the stretching the helix. The lp was replaced and implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with force used during the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.